Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 31-jan-2023, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient was hospitalized and a chest tube was placed to resolve the pneumothorax.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The target lesion was 1.3 cm and in the left lower lobe. The physician was unable to find the nodule for biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.